Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and failed due to damaged usb pins from j3. The receiver failed to charge and reboot due to damaged usb pins from j3. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. The receiver was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.